Event description:
Lead capped due to poor sensinr with sensing measurements of 0.03mv or less with oversensing causing inappropriate mode switches.

Manufacturer narrative:
Entire form filled out by manufacturer.